Manufacturer narrative:
The products were not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the inner white plastic of unknown mynxgrip vascular closure device (vcd) would not separate from the black outer plastic during use. There was no reported patient injury. The device will not be returned for analysis.

Manufacturer narrative:
As reported, the inner white plastic of unknown mynxgrip vascular closure device (vcd) would not separate from the black outer plastic during use. There was no reported patient injury. The product was not returned for analysis and the sterile lot number was not provided, as such a product history review could not be performed. The reported ¿failure to deploy - advancer tube¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. With the limited information provided and no product return, it is impossible to determine what factors may have contributed to the reported event. Procedural factors, such as an incomplete engagement of the advancer tube, may have contributed to the reported event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use (IFU) which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. There is nothing in the reported information to suggest that the event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.